Event description:
Additional information received on (B)(6)-2014: on (B)(6)-2014, a (B)(6)-year-old male patient underwent tsa (transsphenoidal approach) of hypophysectomy for pituitary tumor and floseal and surgicel were used as hemostatic during the surgery. On (B)(6)-2014, the patient complained that he could not see well. The event had been observed for 4 days, and the event was improved after using medication. This patient has no specific medical history and had no abnormality for tsa process. On (B)(6)-2014, the patient complained of severe headache. Therefore, re-operation was performed on (B)(6)-2014. During the re-operation, it was identified that surgicel, which was used in the initial surgery was swollen with hematoma. And it was identified that floseal was mostly absorbed. The surgeon reported that the adverse events were not related to floseal. The surgeon considered that headache was related to swollen surgicel with hematoma and "could not see well" was patient's temporary event. The adverse events resolved and the patient's condition is good after re-operation. The patient had prolongation of ongoing hospitalization for re-operation and is still hospitalized. Additional information received on (B)(6)-2014: patient race: (B)(6); on (B)(6) 2014, floseal, surgicel and gelfoam were used (apply) for bleeding during tsa. Floseal dose: 1 kit was used on (B)(6)-2014 and floseal was not used again during re-operation. Surgicel 1 each was used again during re-operation (on (B)(6)-2014). There were no diagnoses for the reported aes. The doctor cited "swollen surgicel with hematoma" as "mass effect". Re-operation was performed due to "mass effect". Intra-operative finding showed that mass effect was not due to floseal. After removal of hematoma, the patient recovered. High-dose steroid therapy was used to treat the ae of "could not see well". The patient was hospitalized on (B)(6)-2014 for pituitary tumor and discharged from the hospital on (B)(6)-2014. The reporter rejected consent for privacy information. All available information by the reporting doctor was reported.

Event description:
On (B)(6), a doctor reported a vision related ae after using floseal and requested baxter related data. At this moment, only the following information is available: on (B)(6) 2014, floseal was used in tsa (transsphenoidal approach) of hypophysectomy. In the afternoon on (B)(6) 2014, the patient could not see well.

Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: during transsphenoidal resection of a pituitary adenoma floseal and surgicel have been used for hemostasis. On postoperative day (pod) 1 a vision impairment has been noticed. On pod 10 severe headache occurred and resulted in the diagnosis of a postoperative hemorrhage, for which the patient underwent revision surgery four days later. Intraoperatively a blood-impregnated surgiceloma (blood impregnated, swollen surgicel) has been identified and removed. No floseal residual material has been detected intraoperatively. Therefore, and because floseal is a hemostat, and not a medical device to prevent postoperative bleeds, the occurrence of the reported serious adverse events is not causally associated with the use of floseal. The reported event has been caused by a combination of surgery, pathology and surgicel use circumstances. This complaint will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Due to lack of information this case is not currently assessable, and is being conservatively reported. Baxter is currently in the process of following-up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.